Manufacturer narrative:
(B)(4). Batch # t93r5p. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the white pad detached from harmonic, the product could not be used anymore and a product replace was needed to continue with surgery. There were no patient consequences.